Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant operative report, additional surgical procedure operative report and implant tracking log only. Based on the information provided to date, it does not appear that the flat mesh was related in anyway to the issues encountered in the (B)(6) 2009 procedure. A manufacturing review was performed which found no anomalies during the manufacturing process. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and that attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2006 - the patient was diagnosed with a rectal prolapse, large enterocele and a partial vaginal prolapse. The patient underwent a sigmoid resection/rectopexy, transabdominal colpopexy with implant of a bard flat mesh, laparoscopic colonic mobilization and laparoscopy lysis of adhesions. On (B)(6) 2009 - the patient was diagnosed with chronic anal fissures x2 atypical, and anal skin tags x2. The patient underwent a chemical denervation of the internal anal sphincter and excision of anal skin tags. No mention of visualization of the previously implanted bard flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device. Attorney alleges unspecified adverse patient outcomes associated with use of device.

Event description:
As reported on 03/09/2017, the following is based on a review of limited medical records and that attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2006 - the patient was diagnosed with a rectal prolapse, large enterocele and a partial vaginal prolapse. The patient underwent a sigmoid resection/rectopexy, transabdominal colpopexy with implant of a bard flat mesh, laparoscopic colonic mobilization and laparoscopy lysis of adhesions. (B)(6) 2009 - the patient was diagnosed with chronic anal fissures x2 atypical, and anal skin tags x2. The patient underwent a chemical denervation of the internal anal sphincter and excision of anal skin tags. No mention of visualization of the previously implanted bard flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device. Attorney alleges unspecified adverse patient outcomes associated with use of device. Addendum based on additional information provided by patients attorney which included the medical records and general patient outcome allegations: in 2010 the patient alleges bodily injuries resulted after the implant of the bard/davol flat mesh "pelvic mesh" product such as ¿vaginal discomfort within the first year, painful intercourse, depression with bowel dysfunction and inability to have a bm, need manual help.¿ in 2015 the patient was seen by a healthcare provider due to painful intercourse and inability to have a spontaneous bm. 03/13/2015-08/03/2016: the patient underwent a pelvic MRI, estrogen, defecocraphy and pt. Patient alleges before implant of the bard/davol flat mesh she was ¿very active-able to perform all duties, exercise daily, worked until 2002." As reported after the implant of the pelvic mesh product (s), patient reports she ¿continues to be active and able to perform. Saw a lot of medical people.¿ alleged patient suffered adhesions, chronic constipation, irritable bowel syndrome, diarrhea, dyspareunia, cystocele, enterocele, htn, rectocele and vaginal vault prolapse after implant of the bard/davol flat mesh.

Manufacturer narrative:
Addendum to previous information to document receipt of plaintiff fact sheet and additional patient outcome allegations provided by the patient's attorney. This supplemental emdr is being sent to report alleged additional medical treatment between 2015-2016. No medical records have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The cause of the patient's postoperative complication is inconclusive. Should additional information be provided a supplemental emdr will be submitted.